Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("abnormally heavy bleeding") in a 32-year-old female patient who had essure (batch no. 628446-inv, 628445) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included skin disorder, ovarian cyst, labyrinthitis (hospitalized for two days with severe vertigo) from (B)(6) 2014 to (B)(6) 2014 and parity 1 (one adult child). Previously administered products included for contraception: ortho tri-cyclen on (B)(6) 2009 and birth control pill from 2004 to (B)(6) 2009. Concurrent conditions included obesity, anemia, uterine leiomyoma, anxiety since (B)(6) 2017 and graves' disease since (B)(6) 2017. Family history included cancer. Concomitant products included lorazepam since (B)(6) 2017 for anxiety, thiamazole (methimazole) since (B)(6) 2017 for graves' disease, atenolol since (B)(6) 2017 for heart rate high as well as cyclobenzaprine from (B)(6) 2014 to (B)(6) 2014, hydrocodone bitartrate;paracetamol (vicodin) from (B)(6) 2014 to (B)(6) 2014, ibuprofen from (B)(6) 2014 to (B)(6) 2014, iodine from (B)(6) 2014 to (B)(6) 2014 and rizatriptan benzoate (maxalt) from (B)(6) 2014 to (B)(6) 2014. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"), menorrhagia ("prolonged and abnormal menses / abnormal bleeding (menorrhagia) / heavy periods and cloting"), fatigue ("fatigue"), headache ("headaches"), menopausal symptoms ("menopausal symptoms"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("urinary tract infection"), urticaria ("hives"), migraine ("migraines"), nausea ("nausea"), tooth disorder ("dental problems"), vertigo ("vertigo"), visual impairment ("vision issues"), irritable bowel syndrome ("ibs"), abdominal distension ("bloating") and alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe, lower abdominal pain/sever abdominal cramping"), back pain ("severe back pain"), endometriosis ("bilateral endometriotic ovarian cysts"), uterine cyst ("uterine cysts"), diarrhoea ("diarrhea"), constipation ("constipation"), gastrooesophageal reflux disease ("acid reflux"), dyspepsia ("indigestion issues"), uterine pain ("uterine pain"), arthralgia ("joint pain"), myalgia ("muscle pain"), uterine enlargement ("uterus the size of a 20 week pregnancy"), post procedural swelling ("swelling") and flatulence ("amount of gas") and was found to have ovarian fibroma ("ovarian fibroids"), weight increased ("weight gain / weight gain (248ibs to 273ibs)") and weight decreased ("weight loss"). The patient was treated with surgery (laparoscopic bilateral oophorectomy/vaginal hysterectomy/bilateral salpingectomy and underwent a bilateral oophorectomy during which both of her ovaries were removed.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, fatigue, headache and endometriosis was resolving and the menopausal symptoms, vaginal haemorrhage, urinary tract infection, urticaria, migraine, nausea, tooth disorder, vertigo, dyspareunia, ovarian fibroma, uterine cyst, visual impairment, irritable bowel syndrome, abdominal distension, diarrhoea, constipation, gastrooesophageal reflux disease, dyspepsia, alopecia, weight increased, weight decreased, uterine pain, arthralgia, myalgia, uterine enlargement, post procedural swelling and flatulence outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, arthralgia, back pain, constipation, diarrhoea, dysmenorrhoea, dyspareunia, dyspepsia, endometriosis, fatigue, flatulence, gastrooesophageal reflux disease, genital haemorrhage, headache, irritable bowel syndrome, menopausal symptoms, menorrhagia, migraine, myalgia, nausea, ovarian fibroma, pelvic pain, post procedural swelling, tooth disorder, urinary tract infection, urticaria, uterine cyst, uterine enlargement, uterine pain, vaginal haemorrhage, vertigo, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: on (B)(6) 2015,patient was underwent a total hysterectomy and bilateral salpingectomy, during which her cervix, uterus and both fallopian tubes were all removed and on (B)(6) 2017, underwent a bilateral oophorectomy, during which both of her ovaries were removed (still in pain after removal). Current weight: 273 lbs / approximate weight at time of essure placement: 248 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: confirming full occlusion fallopian tube; on (B)(6) 2009: implants were properly placed. Pathology test - on (B)(6) 2015: results: essure coil devices are noted at the fundus. Ultrasound ovary - on an unknown date: results: *bilateral endometriotic ovarian cysts.. Ultrasound scan vagina - on (B)(6) 2015: results: endometrial stripe slightly thickened, irregular. Lot # 628446 is not a valid lot number. However lot# 628445 is a valid lot number. Lot number: 628445 manufacture date: 2008-12 expiration date: 2011-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-apr-2019: quality-safety evaluation of ptc. Fu 7and 8 processed together. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("abnormally heavy bleeding") in a 32-year-old female patient who had essure (batch no. 628446, 628445) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included skin disorder, ovarian cyst, labyrinthitis (hospitalized for two days with severe vertigo) from (B)(6) 2014 and parity 1 (one adult child). Previously administered products included for contraception: ortho tri-cyclen on (B)(6) 2009 and birth control pill from 2004 to (B)(6) 2009. Concurrent conditions included obesity, anemia, uterine leiomyoma, anxiety since (B)(6) 2017 and graves' disease since (B)(6)2017. Family history included cancer. Concomitant products included lorazepam since (B)(6) 2017 for anxiety, thiamazole (methimazole) since (B)(6) 2017 for graves' disease, atenolol since (B)(6) 2017 for heart rate high as well as cyclobenzaprine from (B)(6) 2014, ibuprofen from (B)(6) 2014, iodine from (B)(6) 2014, rizatriptan (maxalt) from (B)(6) 2014 and vicodin from (B)(6) 2014. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"), menorrhagia ("prolonged and abnormal menses / abnormal bleeding (menorrhagia) / heavy periods and clothing"), fatigue ("fatigue"), headache ("headaches"), menopausal symptoms ("menopausal symptoms"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("urinary tract infection"), urticaria ("hives"), migraine ("migraines"), nausea ("nausea"), tooth disorder ("dental problems"), vertigo ("vertigo"), visual impairment ("vision issues"), irritable bowel syndrome ("ibs"), abdominal distension ("bloating") and alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe, lower abdominal pain/sever abdominal cramping"), back pain ("severe back pain"), endometriosis ("bilateral endometriotic ovarian cysts"), ovarian fibroma ("ovarian fibroids"), uterine cyst ("uterine cysts"), diarrhoea ("diarrhea"), constipation ("constipation"), gastrooesophageal reflux disease ("acid reflux"), dyspepsia ("indigestion issues"), weight increased ("weight gain / weight gain (248ibs to 273ibs)"), weight decreased ("weight loss"), uterine pain ("uterine pain"), arthralgia ("joint pain"), myalgia ("muscle pain"), uterine enlargement ("uterus the size of a 20 week pregnancy"), post procedural swelling ("swelling") and flatulence ("amount of gas"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy.) And surgery (underwent a bilateral oophorectomy during which both of her ovaries were removed.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, fatigue, headache and endometriosis was resolving and the menopausal symptoms, vaginal haemorrhage, urinary tract infection, urticaria, migraine, nausea, tooth disorder, vertigo, dyspareunia, ovarian fibroma, uterine cyst, visual impairment, irritable bowel syndrome, abdominal distension, diarrhoea, constipation, gastrooesophageal reflux disease, dyspepsia, alopecia, weight increased, weight decreased, uterine pain, arthralgia, myalgia, uterine enlargement, post procedural swelling and flatulence outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, arthralgia, back pain, constipation, diarrhoea, dysmenorrhoea, dyspareunia, dyspepsia, endometriosis, fatigue, flatulence, gastrooesophageal reflux disease, genital haemorrhage, headache, irritable bowel syndrome, menopausal symptoms, menorrhagia, migraine, myalgia, nausea, ovarian fibroma, pelvic pain, post procedural swelling, tooth disorder, urinary tract infection, urticaria, uterine cyst, uterine enlargement, uterine pain, vaginal haemorrhage, vertigo, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: on (B)(6) 2015,patient was underwent a total hysterectomy and bilateral salpingectomy, during which her cervix, uterus and both fallopian tubes were all removed and on 27-mar- 2017, underwent a bilateral oophorectomy, during which both of her ovaries were removed (still in pain after removal). Current weight: 273 lbs / approximate weight at time of essure placement: 248 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: confirming full occlusion fallopian tube pathology test: on 9-nov-2015: essure coil devices are noted at the fundus ultrasound ovary: on an unknown date: *bilateral endometriotic ovarian cysts. Most recent follow-up information incorporated above includes: on 10-jul-2018: social media report received: events uterus the size of a 20 week pregnancy, flatulence and post procedural swelling added. On 28-jun-2018: pfs received: concomitant drugs and diseases updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("abnormally heavy bleeding") in a 32-year-old female patient who had essure (batch no. 628446, 628445) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included skin disorder and ovarian cyst. Concurrent conditions included obesity, anemia and uterine leiomyoma. Family history included cancer. Concomitant products included cyclobenzaprine from 1-oct-2014 to 1-nov-2014, ibuprofen from 1-oct-2014 to 1-nov-2014, iodine from 1-oct-2014 to 1-nov-2014, rizatriptan (maxalt) from 1-oct-2014 to 1-nov-2014 and vicodin from 1-oct-2014 to 1-nov-2014. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"), menorrhagia ("prolonged and abnormal menses / abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), headache ("headaches"), menopausal symptoms ("menopausal symptoms"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("urinary tract infection"), urticaria ("hives"), migraine ("migraines"), nausea ("nausea"), tooth disorder ("dental problems"), vertigo ("vertigo"), visual impairment ("vision issues"), irritable bowel syndrome ("ibs"), abdominal distension ("bloating") and alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe, lower abdominal pain/sever abdominal cramping"), back pain ("severe back pain"), endometriosis ("bilateral endometriotic ovarian cysts"), ovarian fibroma ("ovarian fibroids"), uterine cyst ("uterine cysts"), diarrhoea ("diarrhea"), constipation ("constipation"), gastrooesophageal reflux disease ("acid reflux"), dyspepsia ("indigestion issues"), weight increased ("weight gain"), weight decreased ("weight loss"), uterine pain ("uterine pain"), arthralgia ("joint pain") and myalgia ("muscle pain"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy.) And surgery (underwent a bilateral oophorectomy during which both of her ovaries were removed.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, fatigue, headache and endometriosis was resolving and the menopausal symptoms, vaginal haemorrhage, urinary tract infection, urticaria, migraine, nausea, tooth disorder, vertigo, dyspareunia, ovarian fibroma, uterine cyst, visual impairment, irritable bowel syndrome, abdominal distension, diarrhoea, constipation, gastrooesophageal reflux disease, dyspepsia, alopecia, weight increased, weight decreased, uterine pain, arthralgia and myalgia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, arthralgia, back pain, constipation, diarrhoea, dysmenorrhoea, dyspareunia, dyspepsia, endometriosis, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, irritable bowel syndrome, menopausal symptoms, menorrhagia, migraine, myalgia, nausea, ovarian fibroma, pelvic pain, tooth disorder, urinary tract infection, urticaria, uterine cyst, uterine pain, vaginal haemorrhage, vertigo, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: on (B)(6) 2015,patient was underwent a total hysterectomy and bilateral salpingectomy, during which her cervix, uterus and both fallopian tubes were all removed and on (B)(6) 2017, underwent a bilateral oophorectomy, during which both of her ovaries were removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: confirming full occlusion fallopian tube pathology test - on (B)(6) 2015: essure coil devices are noted at the fundus ultrasound ovary - on an unknown date: *bilateral endometriotic ovarian cysts. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received - new event "menopausal symptoms, abnormal bleeding (vaginal), urinary tract infection, hives, migraines, nausea, dental problems, vertigo, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), ovarian fibroids, uterine cysts, vision issues, ibs, bloating, diarrhea, constipation, acid reflux, indigestion issues, hair loss, weight gain, weight loss, uterine pain, joint pain" were added. Lot number were added. Product implant date was updated. On 27-feb-2018: historical conditions and lab data added. Fup 2 and 3 processed together. Incident; at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormally heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("prolonged and abnormal menses"), abdominal pain lower ("severe, lower abdominal pain/sever abdominal cramping"), back pain ("severe back pain"), fatigue ("fatigue"), headache ("headaches") and endometriosis ("bilateral endometriotic ovarian cysts"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy) and surgery (underwent a bilateral oophorectomy during which both of her ovaries were removed). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, fatigue, headache and endometriosis was resolving. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, endometriosis, fatigue, genital haemorrhage, headache, menorrhagia and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2015,patient was underwent a total hysterectomy and bilateral salpingectomy, during which her cervix, uterus and both fallopian tubes were all removed and on (B)(6) 2017, underwent a bilateral oophorectomy, during which both of her ovaries were removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: confirming full occlusion fallopian tube. Ultrasound ovary - in (B)(6) 2009. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.